Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm. Nausea and vomiting are common secondary symptoms of headache therefore not reported separately.

Event description:
A 28-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6)2024. On (B)(6)2025, the patient's caregiver informed novocure that the patient had been experiencing severe, migraine-like headaches and additional pressure from the transducer arrays on her head. As a result, the patient had temporarily discontinued optune gio therapy since (B)(6) 2025. A healthcare provider had recently restarted the patient on steroids to address possible edema. An MRI scan was scheduled for (B)(6)2025. On (B)(6) 2025, novocure received a medical record dated (B)(6) 2025, which indicated that the patient had been experiencing persistent headaches for the previous week, primarily localized to the front of her head, accompanied by nausea and vomiting. Temporary relief was provided with acetaminophen and ibuprofen. The physician noted that the recent onset of headaches might be related to either optune gio therapy or eye strain from the patient's volunteering activities. The patient was prescribed oxycodone for pain management. The timing of earlier imaging was contingent upon the effectiveness of headache management. On (B)(6), 2025, it was reported that the patient continued to experience headaches and nausea while awaiting the MRI results. Attempts to contact the prescribing physician for further details were made, but no response was received.